Manufacturer narrative:
As received, the specimen consisted of one-1 each safari2 275cm x sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. Dimensional verification: the specimen presented a dim "a" length of 275.40cm, formed curve dimensions of 2.55cm x 3.05cm and a finished diameter of .03470" to .03475". A gage bushing certified to be .0355" passed over the length of the specimen to either aspect of the coil damage with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to either aspect of the coil damage. Observation findings: the specimen presented a fracture of the core wire with stretched coil damage beginning 129.5cm to 29.1cm from the distal tip, and large radius, serpentine bends scattered over the length of the specimen. The formed curve portion of the core wire is protruding through the coil wraps at 19.5cm from the distal tip. The distal aspect of the core wire fracture was exposed by stretching the coil wraps adjacent to the distal tip joint. The core wire fracture located adjacent to the proximal aspect of the distal tip weld mass presented indications of ductile, tensile overload. The specimen did not present any indication of coating removal. The proximal joint appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. Summary of findings: a review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted above, the specimen presented a fracture of the core wire with stretched coil damage beginning 129.5cm to 29.1cm from the distal tip, and large radius, serpentine bends scattered over the length of the specimen. The formed curve portion of the core wire is protruding through the coil wraps at 19.5cm from the distal tip. The distal aspect of the core wire fracture was exposed by stretching the coil wraps adjacent to the distal tip joint. The core wire fracture located adjacent to the proximal aspect of the distal tip weld mass presented indications of ductile, tensile overload. The specimen did not present any indication of coating removal. The report of damage is confirmed. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings section, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Event description:
As reported by the distributor: event description: it was reported that: the coating came off the wire. The coating came off upon insertion. They opened a new of the device and completed the procedure. This happened during the procedure, upon insertion and inside the patient's body. No complication. The patient was fine.